Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.